Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was initially reported that the pi drive motor did not function. It was subsequently reported that during service conducted at the manufacturer a broken bur shank was found inside the pi drive motor. No further information was provided.

Event description:
It was initially reported that the pi drive motor did not function. It was subsequently reported that during service conducted at the manufacturer a broken bur shank was found inside the pi drive motor. No further information was provided.

Manufacturer narrative:
H6; the reported event, for bur breakage, was confirmed, a partial unknown piece of a bur was returned for evaluation. As the device could not be identified and that only a partial piece of a bur was returned further evaluation of this partial piece of bur was not possible. As a result a cause for the bur breakage could not be determined in this case.